Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer states that the insulin pump had unexplained no delivery alerts and customer had to remove reservoir and prime again, insulin pump was chipped around reservoir area, scratched screen, slower rewind when priming and a code error awhile back. The device will not be returned for analysis.